Event description:
The customer reported that the system would not complete boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was directed to reboot the system. The system was then found to be working as intended and put back into service.